Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that excessive force is required to press button and activate display. Troubleshooting with tandem technical support indicated that wake button was operating as expected; however, customer maintained there was an issue with wake button. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.